Event description:
It was reported that the patient developed bloating feeling and underwent cardiac evaluation. Patient has a familial history of cardiomyopathy. The patient was noted to have abnormal ECG and reduced ef. The patient has increasing shortness of breath with exertion, lower-extremity edema, extreme fatigue, abdominal swelling and reduced appetite and weight loss related to poor oral intake. The patient was diagnosed to have bi-ventricular failure supported by findings on echocardiogram of significant reduction in ejection fraction compared to 2009. It was noted that the patient¿s rv pacing has been increased and there was some concern that chronic frequent pacing could be contributing to systolic dysfunction. Physician was unable to reproduce the amount of v pacing with device reprogramming. The diagnosis was suspected to be related to underlying cardiomyopathy and increased need for rv pacing was contributory. Patient was treated medically and ef was improved. Genetic testing was recommended. Ventricular pacing had been readjusted to avoid rv pacing related heart failure. Patient¿s condition was stable. During subsequent follow-ups, patient was feeling significantly improved. Patient¿s condition was clinically stable. Patient will continue to be monitored.